Manufacturer narrative:
No blank display. Scratched lcd window, cracked display window corners, cracked reservoir tube lip. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the customer accidentally fell in the creek. Device stopped working. Device had a blank display immediately. Customer's blood glucose was 450 mg/dl. Customer's mother reported there were lines going across the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.